Event description:
It was reported that the user was unable to twist the ilet connector to lock into place when attempting to attach a cartridge, and the connector also would not turn when the cartridge was removed; a replacement connector was tried and attached properly, allowing the supply change to be completed. Symptoms included no reported adverse health effects. Outcomes included no clinical impact, no alarms, and no need for replacement supplies. Investigation included guided troubleshooting and user education, including attempting attachment with and without a cartridge and replacing the connector. Investigation of this case revealed a connector attachment failure localized to the original connector component, as function was restored with a new connector, indicating a component-specific issue rather than user operation or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the connector.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.